Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became symptomatic at work and experienced bradycardia. Pacing below the lower programmed rate was also noted on the implantable pulse generator (ipg) and possible t-wave oversensing (twos) was observed on the right ventricular (rv) lead. The rv lead sensitivity was re-programmed. Both the ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.